Manufacturer narrative:
On 16 december 2016 the medical affairs director performed a clinical evaluation and commented as follows: femoral revision in cementless tha 5 years after primary. In the supplied radiograph, the stem looks radiographically loose. The reasons for this evolution are not known. The cup orientation appears suboptimal from the radiographical point of view, but there is no report of stem-cup impingement that could have contributed to the mobilization. The cause for the loosening cannot be determined with the information at hand. On 22 december 2016 the r&d project manager performed a preliminary investigation based on the images received from the initial reporter, and commented as follows: on the image a sign on the neck can be noted: it was probably caused during the extraction phase. No conclusions can be drawn. Batch review performed on 27 december 2016. Lot 112645: (B)(4) items manufactured and released on 15 september 2011. Expiration date: 2016-07-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. Device not available.

Event description:
Revision due to stem loosening 5 years after primary surgery. The stem was not integrated. The revision surgery was completed successfully.